Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) level of 360 mg/dl. The customer delivered a bolus with the pump to address bg level. The customer declined to provide the cause of the high bg level and troubleshoot with tandem technical services.